Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. A chest x-ray showed that the lead was dislocated. The patient presented to a scheduled lead revision procedure. During the procedure, the lead's helix would not retract. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of high pacing lead impedance was not confirmed. Electrical testing was normal. The reported event of a helix mechanism issue was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue.